Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following section of this report has been updated: update to a3, b4, g3, g6, h2, h3, h6, h10. The product was returned. The returned device was visually inspected for any abnormalities and the following was observed: two (2) black particulates were observed at the inflow aspect of leaflet cp3. Particulates were approximately 2mm and 4mm in length. Due to the nature of the complaint, no functional or dimensional testing was performed. The complaint was confirmed through visual inspection. Review of the work orders above did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A manufacturing mitigation review was completed. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The commander delivery system with s3/s3u/s3ur IFU and the device preparation training manual were reviewed. Noted in the IFU, 'do not use the valve if the tamper evident seal is broken, the storage solution does not completely cover the valve (sapien 3 and sapien 3 ultra only), the temperature indicator has been activated, the valve is damaged, or the expiration date has elapsed'. Instruction on the valve soaking and rinsing procedure is also noted in both the IFU and the device preparation training manual. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was confirmed based on the provided imagery and returned device evaluation. A review of DHR, lot history, complaint history, and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Per ftir material analysis results, the black particulates showed similar absorption to poly (acrylonitrile - styrene) material. Process walk through was performed by manufacturing to ensure none of the material, fixtures, or tooling used match poly (acrylonitrile - styrene) material. Additionally, during manufacturing process, all sapien 3 ultra valves are 100% visually inspected for particulate. Therefore, it is highly unlikely that a manufacturing defect contributed to the event. A review of IFU/training materials revealed no deficiencies. As reported, 'after opening the valve and upon inspection, it was noticed that there was a black piece of material that was imbedded into the tissue of one of the leaflets'. It is possible that the particulates were introduced during device preparation, as they were observed out of jar. As such, available suggests that procedural factors (device prep handling) may have contributed to the complaint event. No device or labeling problem was identified during the evaluation, therefore, no further escalation (CAPA/scar/pra) is required. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported by the field clinical specialist (fcs), after opening the valve and upon inspection, it was noticed that there was a black piece of material that was imbedded into the tissue of one of the leaflets. The valve was rinsed, but it was imbedded in the tissue. The valve was not used. A second valve was opened and successfully implanted.

Manufacturer narrative:
(B)(4).